Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected: needle holes in the needle chamber were noted. The position of the cam when valve was received was 30mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested, the valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008, with lot cvdbnj, conformed to the specifications when released to stock on the 14th april 2016. It was not possible to do a review of the history device records for the certas valve or the lumbar catheter as the lot numbers were unknown. No root cause could be determined, as the problem reported by the customer could not be duplicated. If the certas valve or the lumbar catheter are returned, this complaint we be reopened and the devices investigated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
A cretas valve (the article number is unk) was implanted to the patient with lp-shunt (initial setting were unk) on (B)(6) 2017. However, the surgeon noticed the size of the ventricle was not improved, so a shunt contrast examination was performed on (B)(6) 2017. As the result, the surgeon suspected there was a kink at the connection of the lumbar vertebra catheter side, and also noticed that the pressure setting was unable to be adjusted. The valve was explanted from the patient and revised by the reported ns9008 on (B)(6) 2017. The explanted certas valve was discarded already. The ventricular enlargement was still not improved even though the pressure was adjusted to 30 mmh2o on (B)(6) 2017. The abdominal catheter was pulled outside of the body on (B)(6) 2017 for drainage. Finally, the valve was explanted from the patient and revised by an alternative valve (82-3100) with vp-shunt (the initial setting was 30mmh2o) on (B)(6) 2017. After the shunt revision, the ventricular size was slightly improved and the conscious state is good so far. The patient is a (B)(6) year-old female and her initial is (B)(6). The original disease was sah. No further information was provided by the hospital.